Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor bracket fell apart and would not stay together. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Per technical support, a complete replacement of the bracket assembly was recommended to the customer.